Event description:
The customer reported to olympus, the video system center had no endoscopy image on the monitor display. The equipment works without the secure digital (sd) card. The issue was found during customer maintenance and there was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the secure digital card stopped glowing intermittently due to a defective printed circuit board card. The following non-reportable findings are as follows: the buzzer sound was not working due to a defective printed circuit board, the front panel had damage inside, there was corrosion found on the flat cable, there was dust inside the unit, and one foot was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on field e1 (name and middle name were inverted inadvertently) since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: that serial digital card lightning stops intermittently occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.